Manufacturer narrative:
Product complaint # : (B)(4). This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient went on an osteotomy distal femur with orif. On (B)(6) 2021, due to a nonunion of the left distal femur, the patient went on a revision. During the revision, two of the distal 5.0 locking screws were broken at the plate screw junction. All hardware including the broken screws were removed with ease. The osteotomy was debriefed, and the distal femur was fixed with a 95-degree angled blade plate. No surgical delay was reported. There was nonunion of left distal femur. It was unknown if the surgery completed successfully. Concomitant device reported: unk - screws: locking (part# unknown; lot# unknow; quantity: 3). Unk - screws: cortex (part# unknown; lot# unknow; quantity: 2). Unk - plates: lcp pediatric plate (part# unknown; lot# unknow; quantity: 1). This complaint involves two (2) devices. This report is for (1) unk - screws: locking this report is 1 of 2 (B)(4).